Event description:
It was reported that the patient and caregiver were unable to attach the infusion set tubing to the ilet connector, stating that the autosoft 90 and a set they believed to be an inset would not screw together, while older tubing and a newly opened inset attached correctly, indicating likely use of non-compatible supplies followed by successful use of compatible components. No reported adverse events reported, with blood glucose documented at 102 mg/dl. Outcomes included completion of troubleshooting and education, successful resumption of insulin delivery, and arrangement for replacement ilet-compatible supplies. Investigation included customer service troubleshooting, photographic review of the connector and infusion set, and verification through trial of alternate infusion sets. Investigation of this case revealed a mismatch between certain infusion set tubing and the ilet connector, consistent with use of supplies intended for a different pump, with correct performance observed after switching to compatible inset supplies. It was concluded that the issue was attributable to use of non-compatible infusion set tubing rather than a malfunction of the ilet connector or device.